Manufacturer narrative:
Addl info was recd that this patient did not have a dl infection. The event was updated to make it a non-valid complaint and will be processed accordingly. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient has been hospitalized since (B)(6) due to a wound revision of the driveline. No additional information has been provided at this time. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's clinical status and comorbidities. There are patient and procedural factors that may have contributed to this event.